Manufacturer narrative:
Investigation summary: a single severely damaged box was received. Two mostly sealed packages with 10ml syringes inside were received inside the box. They were visually evaluated. The packages were confirmed to be from batch #8150924 (B)(4). The packages were observed to have been cut at an angle. The cut appeared to be at correct place near the flange end of the packages but at incorrect place at the tip end of the packages, cutting at an angle into the blister unit and cutting part of the seal off on one of the long sides close to the tip of each package. Production review indicates there was an issue with knives responsible for cutting packages properly. The issue resulted in improperly cut packages. The issue was discovered during production and addressed by technician. Potential root cause for improperly cut packages is due to a knife jam at the packaging machine. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported with the use of the bd syringe luer-lok¿ tip there was an issue with syringes arrive broken inside package and packaging is torn.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd syringe luer-lok¿ tip there was an issue with syringes arrive broken inside package and packaging is torn.